Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (integrated charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged loose power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.